Event description:
It was reported that there was an impedance issue. Impedances were reading greater than 20,000 on 8-10 and 12-15. The patient wanted it explanted. It was noted that the stimulator had stopped functioning properly about 4 months after implant and the patient had not used it since then. The patient was alive with no injury and no patient symptoms. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient (B)(4).